Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID (B)(6) lot# serial# (B)(6) implanted: explanted: product type external neurostimulator product ID (B)(6) lot# serial# (B)(6) implanted: explanted: product type screening device product ID (B)(6) lot# serial# (B)(6) implanted: explanted: product type screening device if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) reporting that the patient weighed (B)(6) pounds at the time of the event. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 97725, serial# (B)(4), product type: external neurostimulator; product ID: 977d260, serial# (B)(4), product type: screening device; product ID 977d260, serial# (B)(4), product type: screening device. Analysis of the lead ((B)(4)) found the conductor body broken within 10 cm of the connector area. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a manufacture representative regarding a patient with a wireless external neurostimulator (wens). It was reported that the patient met with their rep the day after starting the trial because the dressing was 'kind of pulling.' The rep checked the impedances and found that the contact zero was red (over 40k ohms). The rep swapped out the wens with a new one and the issue persisted. Contact zero was not used in programming so the patient had a successful trial. Both wens and the 2 leads were to be sent back to the manufacture for analysis. No further complications were reported.